Event description:
It was reported that a revision was performed due to disassociation.

Manufacturer narrative:
The associated device was not returned for evaluation. A review of manufacturing records did not reveal any abnormalities that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the product be returned, or additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.